Event description:
During colon surgery, physician "fired" the staple gun but stated that it did not feel like it had fired or activated properly. Staples examined and doctor noted they did not form their usual "b" shape, but were in "u"shape as drawn. Pt was not harmed, but suture line had to be re-done with another staple gun.